Event description:
The customer reported that the pt came to the emergency room in full cardiac arrest. The rn stated that they had the defibrillator set to 360 joules and that it only delivered 100 joules. The pt expired. The rn does not believe that the incident contributed to the death.